Event description:
It was reported that during a distal femur fracture surgery on (B)(6) 2014, that the insertion handle for the retrograde nail (the tooth) that connects to the nail snapped off. The surgeon was unable to find the fragment. It was unknown if the fragment was retained in the patient or not. The director will order x-rays to confirm. It was also reported that the surgeon used a trocar to put through the handle inappropriately and bent the trocar. The surgery was completed successfully without any surgical time delay and/or additional medical/surgical intervention. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and reviewed there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted. The report indicates that the complaint condition for the 03.010.486 lot number 8474765 radiolucent standard insertion handle, 100mm was likely caused by using the insertion handle to reposition the nail in the patient; however, this complaint is not a result of any design related deficiency. The 03.010.486 radiolucent standard insertion handle, 100mm is an instrument that is routinely used in the titanium cannulated tibial nails system ((B)(4). The device was returned and reported to have broken the tang during surgery and that the fragment was unable to be found. This condition is confirmed; the tang of the device appears to have sheared off leaving behind a smooth fracture surface. It is likely that while attempting to reposition the nail within the patient the surgeon used the insertion handle to try to adjust its orientation. Too much force was likely used causing the tang to shear off. The balance of the insertion handle is in fair condition with some chips out of the proximal carbon fiber handle. The device was manufactured in 9/2013 and is over two years old. Was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.